Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following; the reported phenomenon was reproduced and the endoscopic image was not displayed due to damage to the imaging unit. The video connector was cracked and scratched. There were scratches on the control section, light guide connector, and surface of the light guide cover glass. The video connector case was scratched. The appearance abnormality confirmed by the inspection of the device by sorc may have been caused by an external factor. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, the monitor screen went black three times in a row and the endoscopic image of the device was not displayed temporarily. There was no report of patient injury associated with the event.